Event description:
It was reported that during a colon resection procedure, the reload was received loose in the device and it fell out prior to being inserted into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.